Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were atrial high rate episodes with non-physiologic intervals on the right atrial (ra) lead. The high rate episodes were not able to be reproduced and no determination was made as to the cause. The lead remains in use. No patient complications have been reported as a result of this event.